Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer experienced a blood glucose (bg) level reported as "high"; with large ketones. Specific bg value was not provided. Elevated bg caused customer nausea which resulted in a hole in their esophagus. Customer addressed bg by administrating a manual correction injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.